Event description:
It was reported that the patient presented with infective endocarditis, which was associated with a rare blood disorder. A transesophageal echocardiogram (tee) was performed and showed vegetation on the right ventricular (rv) lead. The implantable cardioverter-defibrillator (ICD) system, including the rv lead, was explanted. The ICD system was not replaced because the patient's ejection fraction had improved. The patient remained stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.